Event description:
It was reported that the screen on the insulin pump is partially damaged; it is black on upper part of the screen. Customer can't see the status of battery the reservoir and time. Device was not bumped or dropped. Blood glucose value was 9.3 mmmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had cracked and bleeding display glass. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.